Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. The customer reported the alarm occurred when attempting to bolus. The customer's blood glucose was 389 mg/dl at the time of incident. The customer's current blood glucose was 499 mg/dl. The customer declined to troubleshoot for the insulin pump due to the bent canula on the infusion set. The insulin pump will not be returned for analysis.